Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with motor error. The patient's blood glucose at the time of incident ranged between 250 mg/dl and 280 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump may be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.